Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover is intact. All keypad buttons respond normally. There was , no moisture observed on the keypad or under the keypad cover. There was no moisture/contamination under the contacts. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging tactile changes unresponsive issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.